Event description:
It was reported that during a hernia repair procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The root cause of this issue is bing investigated through CAPA (corrective and preventive action) invesgitation associated with this report, (B)(4).

Event description:
The facility representative contacted baxter to report an intermate that has ruptured during filling. The device was filled with fluorouracil and normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.